Event description:
On (B)(6) 2013, it was reported that the patient experienced hypoglycemia and fainted. A medical professional tested her blood glucose level and it was 20 mg/dl. The patient was admitted to the emergency room and her blood glucose level was 80 mg/dl when she arrived at the hospital. The patient also experienced weakness and seizure. She was given two doses of dipyrone and one does of tramal for headache. The patient made no allegations against the performance of her infusion device. No product has been requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA . No product has been requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.